Event description:
During a procedure in the cardiac cath lab for a peripheral angiogram with planned intervention of the right posterior tibial artery, under ultrasound guidance, the lower posterior artery was accessed with good blood return. While advancing a 0.0141 luge wire, the physician reported slight resistance and attempted to remove the wire. The wire could not be retracted and the distal tip of it fractured off and remained inside the artery. The patient was taken to the operating room and under fluoroscopic guidance, the luge wire was removed and sent to pathology.